Manufacturer narrative:
(B)(4). Insulin pump received with broken motor slide tip. Unable to confirm unexpected no delivery or insulin flow blocked alarm due to broken motor slide tip.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose was 226 mg/dl. The troubleshooting was performed. The customer already tried to do the rewinding and filling process and insulin was going out at the end of the tubing and was not given him the alarm. The customer already suspecting that the insulin pump was not working well. The customer was advised to change the entire infusion set, but it still gave him the same issue. As per customer, he suspects that the insulin pump, particularly the piston, was the one that was really the cause of the issue. The insulin pump will be returned for analysis.